Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure the atrial lead became dislodged and thre were problems with both the lead¿s sensing, and impedance. Further, the lead¿s capture levels were inadequate. The lead was not implanted and, in lieu thereof, another lead was successfully implanted and which implanted lead exhibited appropriate performance.

Manufacturer narrative:
This supplemental report is to correct the initial MDR reported age of the patient as being (B)(6). The patient was (B)(6).

Event description:
New information noted the patient weighed (B)(6).

Manufacturer narrative:
Analysis was normal. No anomalies were found.